Manufacturer narrative:
The malfunction was duplicated and the paddle shoes were replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to deliver a shock. Complainant indicated that there was no patient involvement in the reported malfunction.